Manufacturer narrative:
Additional information was received that the last evaluation of this device noted a remaining longevity of two years; however, the device reached end of life (eol) four months later. The device was explanted and replaced. The device is being evaluation in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had rapid decrease of remaining longevity. Additional information obtained from the field representative indicates that device auto capture (ac) frequently being retry in which the ventricle output was between 1.5 volts and 4.5 volts. Ac was turned off and patient will be checked again after 3 months. Device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis of the pacemaker data was performed: no resets noted in the device memory. The device had reached elective replacement near (ern). It is confirmed that the device is operating with a current drain at the bin boundary, and it is possible that the device current bin may not have matched the programmer current bin for longevity calculations. It is suspected that the device may have switched bins for longevity calculations, resulting in the fluctuating longevity remaining calculations. A more accurate assessment of device longevity remaining may be obtained (using data in the device memory) after the battery has stabilized from the re-programming performed at this follow up session.